Event description:
The customer reported to olympus that during a right colectomy procedure, thunderbeat 5 mm, 35 cm, front-actuated grip type s, did not work from the beginning of the procedure. The procedure was completed with a similar device. There was no information from the customer regarding the device detachment and parts falling off. There is no report suggesting health hazards such as dropout in the body or recovery of the broken device. However, when the device was returned for evaluation, the broken tip was identified at the distal end. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: the probe was broken. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the crack was progressing from the scratches. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. Based on the condition of the device, it is assumed that "the scissor never worked" was caused by an error. Based on the past investigation results, a likely cause of the phenomenon that the broken of the probe and the error might be the following: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated and the error occurred. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. A root cause for reported event could not be determined. This issue is addressed in the instructions for use (IFU): the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.